Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material adhered in air/water channel and cylinder" malfunctions could not be identified, nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonvideoscope's suction channel was blocked. The device was returned for evaluation. During the device evaluation was found that the air/water tube and cylinder had remains of white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the suction cover has discoloration. The plastic distal end cover has a crack. Due to a chip on the plastic distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to deterioration of braid of bending tube, tightness of the braid has become uneven. Adhesive on the bending section cover has wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.